Event description:
Procedure type: unk. According to the reporter: when the device was removed, the nurse noticed on the patient abdomen a small metal part. No patient injury was reported.

Manufacturer narrative:
Date initial reprot sent: 12/20/2007